Event description:
During robotic assisted laparoscopic total hysterectomy the intuitive fenestrated bipolar would nor open its jaws from the patient tissue during use. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). They are going to follow up to obtain information from us.